Manufacturer narrative:
Follow-up is being conducted to determine patient information. A medtronic representative went to the site to test the equipment. Testing inspected all components of unit for operation and unit is working properly; monitor color is correct and instrument tracking is working properly. The system then passed the system checkout and was found to be fully functional. Follow-up is being conducted for patient outcome/impact. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a site biomed regarding a navigation system being used for a procedure. The caller indicated that the system was having difficulty tracking instruments.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue but unable to determine probable cause without further information since the behavior cannot be replicated following passing work order. The issue was not duplicated if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that they performed a system test and the instruments were tracking properly and the issue could not be duplicated. The issue occurred during a cranial resection.